Event description:
It is reported, that the rod inserter detached. .

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: material analysis was performed and the hex tip was found to have separated from the anvil due to a fractured weld. Manufacturing files were reviewed and revealed an instrument approximately 4 years old. No material or manufacturing defects were found.conclusion: the probable root cause is instrument wear.

Event description:
It is reported, that the rod inserter detached..